Event description:
Initial reporter refused to provide identifying or contact information for patient who alleged she "fractured her knee" when weld broke on four wheeled walker. Returned unit shows a seat support weld broken, however, this weld break does not in any way affect the function of the walker and would not interfere with gait or cause a fall as a result of cracking or breaking. Initial reporter states that he felt patient alleged injury as a means of getting a new walker and refused to provide more information even though hippa waiver information was forwarded to him.